Event description:
It has been reported to philips that the footswitch was intermittent. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use. There was no impact either on the user or on the procedure. The philips remote service engineer (rse) has remotely analyzed and confirmed a malfunction in the wired foot switch. Onsite service has been cancelled by the customer and service has not been provided. The codes were updated based on the investigation outcome.